Event description:
The device was used during a colectomy procedure. Reportedly, the staples were missing. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.